Manufacturer narrative:
Siemens filed an initial MDR 2432235-2019-00369 on 17-oct-2019. Additional information (B)(6) 2019): siemens was informed that the patients were not undergoing treatment for thyroid carcinoma. Additional information (29-oct-2019): the siemens customer service engineer (cse) performed a total service call and identified an issue with the wash block. It was determined that the aspirate probes were not aspirating correctly. The cse removed and reconnected the aspirate tubing's on the wash block and this corrected the issue. Patient samples were repeated, and the system was returned to operation. The potential cause may have been due to a loose aspirate probe fitting on the wash block connector. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report discordant, false low thyroid stimulating hormone tsh3-ultra (tsh3-ul) results obtained on an advia centaur xp instrument. A siemens customer service engineer (cse) was dispatched to the customer site. The cse observed that acid reagent was not pumping into the reservoir from the bottle. Siemens is investigating.

Event description:
Discordant, false low thyroid stimulating hormone tsh3-ultra (tsh3-ul) results were obtained on an advia centaur xp instrument. The discordant results were reported to the physician(s). The customer repeated the same patient samples on an alternate advia centaur xp instrument, resulting higher. The higher repeat results were reported to the physician(s) as the corrected results. There are no known reports of patient intervention or adverse health consequences due to the discordant, tsh3-ultra (tsh3-ul) results.